Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2024 to repositioning the device, cleaning and sterilization of the surgical field under general anaesthesia. The implanted device remains.

Event description:
Per the clinic, the patient experienced an edematous swelling, clear discharge and redness at the implant site since the implantation surgery. It was reported that during implantation surgery, the mucosa was inflamed and edematous; and the relatively prolonged surgery (less than three hours) may have compromised the sterility of the field. This leads to a development of an early wound infection at the implant site. Subsequently, the patient was administered with topical, oral and IV antibiotics (date and duration not reported). The patient was also hospitalized for a duration of three days on (B)(6) 2024 until (B)(6), 2024 for the treatment with IV antibiotics; however, this did not alleviate the problem as it only provides a temporary improvement. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.